Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress or user's handling of the device, which allowed liquid invasion into the manipulation part. Olympus will continue to monitor field performance for this device.

Event description:
Customer sent a repair request reported with an issue of "leakage". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found angle malfunction. The angle locks due to corrosion of the angle mechanism. This report is being submitted for the device angle malfunction (the angle locks) which was found during device evaluation.

Manufacturer narrative:
Device return evaluation was completed . The customer reported leakage issue was confirmed. Device evaluation of the subject device found leakage due to perforation of the forceps channel. Additionally, leakage found on up/down (ud) plate and light guide (lg) bundle. The operation part noted to be sticky due to water leakage. Additionally, angle malfunction was observed. The angle locks due to corrosion. Furthermore, the following findings during device evaluation were noted: dirt that is difficult to remove is found on the tip cover due to handling (insufficient cleaning). The universal code is collapsed due to external factors. Liquid leakage is recognized in the universal cord. Investigation is ongoing. This report will be supplemented accordingly following investigation.